Manufacturer narrative:
(B)(4). Additional information: manufacturing date -- 07/09/2015 - 07/10/2015. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The photograph revealed evidence of a red coil cap shaving inside the device housing. However, the cap shaving is not in the fluid path. A CAPA has been opened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor contained a red plastic fiber. The device was filled with 3850 mg of fluorouracil in 230 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.